Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been complaining of shortness of breath. They also mentioned that one of their pacing leads was imbedded in their heart. The implantable pulse generator (ipg) and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.